Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the process board failure. Based on the result, we concluded, that it was caused, due to the process board failure. Resulted in communication error. Correction information: h6: coding changed, based on the investigation result.

Event description:
After starting the processor, error code 03-0026 occurs. Rebooting according to the display does not improve. There is a connection failure, and usb capture, inspection history output, and setting copy cannot be performed. This event occurred at the time of before use.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.